Event description:
It was reported the lower menu display was not working properly. It was also reported the lower display was blank. The device was returned for repair. There was no patient involvement reported.

Event description:
It was reported the lower menu display was not working properly. It was also reported the lower display was blank. The device was returned for repair. There was no patient involvement reported.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4). Analysis confirmed the reported event. Lcd (liquid crystal display) is missing pixels. Battery contacts are compressed. Voltage of battery returned with device is low.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.